Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she is not on the insulin pump anymore. Customer has not been on the pump for over a year. Customer stated that she was only on the pump for a week or so before the needle got crimped and she ended up in the hospital for it. Customer stated that she has not been on the pump since then. Customer stated that whenever she was using it, the plastic needle got kinked in two places. Customer does not know what happened to her pump. Customer does not know where it is or what she did with it. Customer stated that the hospitalization occurred about 1-2 weeks after she started use. Customer stated that she had diabetic ketoacidosis, nausea, vomiting, and shortness of breath. Customer was treated with an IV and insulin drip. Customer does not remember if she went to the hospital or if the ambulance came to get her.